Event description:
It was reported that the patient was unable to adjust stimulation. There was a ¿call your doctor¿ icon displayed. There was an end of service (eos) condition. Patient could not get ¿remote¿ to work. An eos message was being seen on the patient programmer. It was noted that the patient did not use the patient programmer every day and had first seen the eos on sunday prior to this report. The last time patient felt stimulation was about a week prior to this report. Additional information requested but had not been received as of the date of this report. Additional information received reported the patient had received assistance from their manufacturing representative and their concerns were resolved. Patient still had concerns with device or therapy but was working with their doctor or manufacturing representative. Patient needed a battery replacement. It was noted that the patient had only had it for 3 years and stimulation would not work right always. The patient always had to move their neck to feel it. Patient had not heard back on an appointment date as of the date of this report.

Event description:
It was further reported that the patient was seeing their doctor at the time of the report and the doctor had just seen the end of service message for the first time.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).